Event description:
It was reported that the customer was hospitalized due to high blood glucose of 705mg/dl by the time the paramedics were called, and he was treated with an insulin drip. The customer experienced nausea and sickness. Troubleshooting was performed. The time, date, and settings were correct. The caller stated that the customer delivered a bolus the night before, but it was not recorded in the bolus history. Assisted the caller with programming and delivering a bolus of 0.2 units, and it was recorded in the bolus history. Advised the caller that the insulin pump will be replaced and revert to back up plan. The customer's most recent glucose reading was 256mg/dl, and he was treated. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.